Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range pacing lead impedance measurements greater than 2,000 ohms. Shock pace impedance was steady and threshold value was 4.5 volts at 1.5 ms. Boston scientific technical services (ts) discussed that this could be a sign of a lead issue and recommended bringing in the patient to see if noise can be reproduced. Additional information was received indicating that a revision procedure was performed. The ICD was explanted and replaced with a subcutaneous implantable cardioverter defibrillator (s-ICD) while the rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.